Event description:
A report was received that the patient was unable to charge his implant. Several troubleshooting attempts were made but they were unsuccessful. The physician believes that the ipg was possibly damaged by electrocautery that had been used in a previous non-device related surgery. A replacement of the ipg was recommended.